Event description:
On (B)(6) 2017 the a3059 skull clamp bent even with the load being light. This type of event was not observed by the customer with metal models. The operative procedure (op) could be started with this "soft" terminal and so it was decided to change the clamp to a metal model. With the metal model the bending did not occur. The patient was injured because he suffered renewed holes or wounds while placing the new metal mayfield skull clamp. The exchange of the terminal extended the operating time by approximately 25 minutes.

Manufacturer narrative:
Integra has completed their internal investigation on 02/22/2017. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the a2009 base (lot #114, so1016391) unit and a3059 skull clamp (s/n: (B)(4)) were tested together. The a3059 skull clamp got tested according to manufacturer's specifications, with no failures found. For the a2009, an observation outside the complaint: while testing we observed that the base unit does not hold the desired force. The base unit starts moving at about 30lb and should hold about 50lbs. This product was manufactured under work order # 135629 november 20, 2015 - part of a (B)(4) piece total order. A two year lookback in trackwise for this reported failure and or related to "unit bent with light load " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary: unable to confirm the customer's complaint given the skull clamp was tested according to manufacturer's specifications, with no failures found.